Event description:
It was reported that during a laparoscopic sigma procedure, the device cut but did not staple. Overstitches were placed and the procedure was completed with a like device. There was no patient consequence.